Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified sharp crease opening on anterior. Based on the device analysis the final assessment was a sharp crease opening on anterior due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.